Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a service provider, who stated that the "end user was smoking and the bed frame, foam mattress, tubing and concentrator caught on fire." The end user reportedly suffered burns to his shoulder but did not seek medical treatment. Devilbiss is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.